Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to physicians preference. The explanted device was not returned to bsn as it was discarded by the medical facility.